Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implantable pump. The indications for use was spinal pain indications. The patient¿s representative reported the patient's handset has always been loose and has been difficult to plug the charging cord into, but now it won't work at all. The caller clarified the handset charging port has always been loose, but they've been propping something underneath the cord to keep it in the handset port or wiggling the cord, but now, that won't work anymore. The caller stated the patient's handset is at 83% but will no longer increment. They had a neighbor nurse come over and try working it, but they couldn't get it to work. They have tried another cord without resolution of the issue. The caller stated their current cord may no longer be working because of how they've had to move it around to keep it in the handset charging port. The patient was able to get a bolus this morning, but it was very slow to connect. When asked for event date of charging port, the caller stated ¿it hasn't worked since the pentec guy brought it to me. It was difficult to get it in and difficult to stay in, so they would prop something on it to hold it in. But now it just doesn't work¿. The caller initially stated the slow connecting has been going on ¿since I've (patient's) had it¿, but later stated the difficulties connecting started yesterday. An email was sent to the repair department for a replacement handset. No patient harm reported.

Manufacturer narrative:
Continuation of d10: product ID: hh9020tdd, lot#serial#: (B)(6), product ID: a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.